Manufacturer narrative:
Investigation results: the complaint of a damaged catheter was confirmed; however, the root cause could not be determined. One 22g insyte autoguard IV catheter was received separate from the needle. A breach in the catheter tubing was observed at the midpoint of the catheter. It appeared that the damage originated from within the catheter, which indicates that the needle may have punctured the tubing; however, the root cause was undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown.

Event description:
It was reported that bd insyte autog bc catheter frays. The following information was provided by the initial reporter: just wanted to inform you regarding a verge event submitted regarding needles fraying, please see note below. Are we able to educate or is this something we should be communicating as defective product? In 2 of the cases, the catheter could not be advanced due to the cannula fraying and the veins blew.